Manufacturer narrative:
According to available information, this device remains implanted and in service. Further follow up revealed the longevity had returned to the previous reading. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this device revealed two and one-half years remaining longevity and a magnet rate of 100 bpm. One month earlier, interrogation revealed less than one-half year remaining and a magnet rate of 90 bpm. An internal technical service consultant was contacted regarding this discrepancy and recommended a memory download be performed. It was thought this was due to an invalid charge time and the remaining longevity reading is correct. No adverse patient effects were reported.